Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with broken reservoir tube lip, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring was damaged. The customer¿s blood glucose level was 106 mg/dl. The customer was assisted with troubleshooting. Customer stated reservoir goes in there is a little clear circle piece that has come off and there is broken chip off the reservoir. Customer stated that reservoir is still locks in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.